Event description:
Olympus medical systems corp. (Omsc) was informed by the user that before the procedure, the otv error e117 was displayed on the monitor at startup. Error code e117 means a malfunction of the camera control unit. There was no report of patient injury associated with the event.

Manufacturer narrative:
An olympus field service engineer (fse) checked the device on site and found internal moisture on the front panel. The fse reported that this was an accidental defect and that the device should be checked by the service department of olympus. The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the reported phenomenon was reproduced. There was a defect in the main board. The touch panel was damaged by the intrusion of liquid. The housing cover was bent and the spacer was cracked. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Otv error e117 may have occurred due to a failure of the main board. However, the exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). In addition, the reported event was not attributed to the product or manufacturing, and omsc confirmed that there were no issues with device safety. Also, the reported event does not tend to occur frequently. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.